Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition was confirmed. Device's fill-port cap was removed and a back-flow was observed at the fill-port. Glass fragment is trapped between the checkband and stress member.additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The facility representative contacted baxter to report an infusor that had a leak at the filling port. There was a breach of the sterile fluid pathway. The event occurred during filling. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.